Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent hysterectomy due to stress urinary incontinence. Following insertion the patient experienced pain, urinary problems, recurrence and dyspareunia. It was reported that patient experienced urinary retention and underwent cystourethroscopy, urethral dilation on (B)(6) 2012. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent concurrent lysis of adhesion and cystourethroscopy procedures.

Event description:
It was reported that patient underwent concurrent lysis of adhesion and cystourethroscopy procedures.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence.